Manufacturer narrative:
The customer did not supply the patient's weight or the day and month of birth. Service was dispatched on (B)(4) 2015. While on site the field service engineer (fse) observed micro air bubbles in the wash pump chamber that were caused by a bad bearing on the precision valve cap assembly. The fse replaced the precision valve cap assembly. The system was verified with hs (high sensitivity) system check, and qc. All verification testing passed within instrument and assay specification. In conclusion, inefficient washing due to a bad bearing in the precision valve cap assembly was the cause of the non-reproducible accutni+3 results. Associated mdrs: 2122870-2015-00068, 2122870-2015-00069. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (accutni+3) results for two patients over two days on their access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer stated that the results were released out of the laboratory, but were questioned. The patient samples were repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and recovered with lower results. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), system check, and calibration) recovered within the assay and instrument specifications. The patient samples are collected in lithium heparin tubes and centrifuged at 3000 rpm (revolutions per minute) for 10 minutes. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This report is one of two reports referencing non-reproducible elevated troponin I (accutni+3) patient results obtained by the customer. MDR 2122870-2015-00068 addresses patient results obtained on (B)(6) 2015 MDR 2122870-2015-00069 addresses patient results obtained on (B)(6) 2015